Event description:
An engine crew resonded to a person in cardiac arrest. CPR was administered and the device was connected to the patient with disposable defibrillation/ECG electrodes in AED mode. The device alarmed connect cable and rhythm analysis stopped. Paramedics arrived soon after, intubated and administered drugs to the patient. The patient's rhythm converted to a shockable rhythm and was defibrillated with a defibrillator. The patient was transported to the hospital e.d. Patient outcome is unknown.